Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive act button due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and broken reservoir tube lip.(B)(4)

Event description:
The customer's mother reported via phone call that they received a button error alarm. The mother also reported the buttons were unresponsive on the insulin pump. The customer's blood glucose was 157 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.